Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿there were two hernial defects just to the place of previous primary hernia repair. The hernia sac was noted and was dissected free circumferentially and eventually reduced back into the abdomen. The other large hernia sac was dissected free. The hernia sac was removed, and the defect and contents were reduced. Then a ventralex st mesh placed through the defect as an underlay which covered both defects then pulled and parachuted against the abdominal wall using straps.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of ventralex st mesh and implant of synthetic mesh. Per operative notes, ¿the old mesh was encountered and had adhesions to the fascia above it and to the peritoneum below. The ventralex st mesh was excised circumferentially. The hernia sac was identified left of the previous mesh and it was reduced. Then a synthetic mesh was trimmed to the appropriate size and placed in the retrorectus space using sutures.¿ attorney alleged that the patient had adhesions, bowel removal, fistulae, pain and hernia recurrence.